Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: open total pancreatectomy. Description: both surgeons were using eb217 without any issues until approximately 2 hours of intervention. At that point, while sealing lymphatic tissue surrounding the splenic artery, the jaws got sticked to the tissue. They opened the jaws and close them again trying to seal and cut again. The tissue would still get sticked making it impossible to separate them from the tissue. In order to be able to separate the tissue from the jaws, they had to use the monopolar pencil and cut the tissue surrounding the jaws. They tried to seal some short vessels around the stomach afterwards and tissue got also sticked. Not to the point where they had to use the monopolar, but they had to rotate the shaft to liberate the tissue. From that point one, they used some competitor device. One hour after using the competitor device (3 hours of intervention more or less), they tried once again using eb217 on mesentery tissue surrounding the small intestine. Again, tissue got sticked and they allowed me recording a couple of videos of that moment. If you want the videos, let me know. They also mentioned the feeling of the trigger changed as the procedure went on, making it a bit harder. The jaws of the tissue were properly clean each time these incidents occurred. Sticking did not lead to bleeding. Patient status: no patient injury or illness occur associated with the complaint event.

Event description:
Procedure performed: open total pancreatectomy. Description: both surgeons were using eb217 without any issues until approximately 2 hours of intervention. At that point, while sealing lymphatic tissue surrounding the splenic artery, the jaws got stuck to the tissue. They opened the jaws and close them again trying to seal and cut again. The tissue would still get stuck making it impossible to separate them from the tissue. In order to be able to separate the tissue from the jaws, they had to use the monopolar pencil and cut the tissue surrounding the jaws. They tried to seal some short vessels around the stomach afterwards and tissue got also stuck. Not to the point where they had to use the monopolar, but they had to rotate the shaft to liberate the tissue. From that point one, they used some competitor device. One hour after using the competidor device (3 hours of intervention more or less), they tried once again using eb217 on mesentery tissue surrounding the small intestine. Again, tissue got stuck and they allowed me recording a couple of videos of that moment. If you want the videos, let me know. They also mentioned the feeling of the trigger changed as the procedure went on, making it a bit harder. The jaws of the tissue were properly clean each time these incidents occurred. Sticking did not lead to bleeding. Intervention: from that point one, they used some competitor device. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, eschar buildup was observed on the sealing surface of the device. Testing was performed on the event unit, which confirmed that the device was sticking to tissue. Based on the condition of the returned unit and the description of the event, the exact root cause of the reported event could not be confirmed.